Event description:
Contact reported a revision was performed due to non-union. When placing new hardware the head of one screw pulled free from the screw shank. The surgeon made several attempts to remove the screw but was unable and left in embeded in the bone. Surgeon completed the procedure w/o incident. As an compromised implant was left in vivo and the issue resulted in a significant delay to the case an MDR is filed to document this event.

Manufacturer narrative:
Product in question was not returned for eval. It was reported that the pt had hard bone and that the user did not tap prior to insertion. Based on the description of the event it appears that the problem was due to the application of a typical force on the screw during attempted insertion.